Event description:
It was reported that the patient presented with a right ventricular (rv) lead that was exhibiting high pacing impedance. On (B)(6) 2024, the rv lead was capped and replaced. The patient was recovering after the procedure.